Event description:
Asku

Event description:
It was reported that right ventricular pacing impedance was 'infinite' on save to disk review. The short interval count was 18,000 indicating oversensing. The lead was capped. It was noted that on fluoroscopy, it appeared the lead had a pinched area near the suture sleeve. Additional information was provided by the patient's attorney. Alleged that the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead. In addition, indicates the "enhanced monitoring system" failed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is high, indicating a possible intermittency in the system. High impedance measurements were also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is high, indicating a possible intermittency in the system. High impedance measurements were also noted.